Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) was inserted into the patient's left eye. After inserting the iol it was noticed a scratch in the middle of the optic. During the same procedure, the iol was removed and replaced with the same model and diopter. Reportedly, the directions for use were followed. There was no capsule tear, incision enlargement or vitrectomy. No medication was prescribed to prevent permanent impairment. The patient's daily activities were not affected by this event. The patient has fully recovered. No further information was provided.